Manufacturer narrative:
Device was used for treatment, not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed.

Manufacturer narrative:
Review of the mfg records found the device passed inspection and was ultrasonically cleaned. A review of the DHR paperwork for the steps used to ultrasonically clean the psi device was conducted. There were no inconsistencies found regarding steps used to ultrasonically clean the device. There was no evidence in the DHR that supports a claim for infection.

Event description:
A pt specific implant was removed from a pt due to infection. During the procedure the psi was removed, dura was closed and soft tissue flap was rotated to close the skin defect. This was the third infection for this pt. Infection was the initial problem for his native cranial bone flap to be removed.